Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that she wanted to check her insulin pump as has experienced high blood glucose of 415 mg/dl during a bolus attempt. Troubleshooting was done for high blood glucose and found that customer also received no delivery alarm and low reservoir alarm but was unaware of these alarms. Everything was programmed correctly on the pump including basal rates, bolus wizard settings and high pressure test was fine. Customer was advised to monitor the pump per her doctor's instruction and to follow up with doctor per the high blood glucose.